Event description:
The customer contact reported difficulty regulating flow; subsequently, the patient received more IV fluid than intended. The tubing set was being used to deliver an unspecified IV solution. After an unspecified length of time in use, the customer contact reported the patient received more solution than intended. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was not returned. All affected customers were notified via a device information letter october 9, 2007.